Manufacturer narrative:
Further information requested but was not received.

Event description:
Related manufacturer reference number: 2017865-2022-13159. It was reported that the patient presented for the generator change procedure. During the procedure, the physician alleged that the right ventricular (rv) lead failed to be removed from the patient's pacemaker. The rv lead and the pacemaker were replaced during the procedure. The patient was stable.